Event description:
It was reported that the patient is experiencing visual disturbances. Patient can't drive at night, and has halos and glare. Patient refractive outcome is 20/20 and 20/25. No reading distance was measured. The patient is scheduled for a lens removal (B)(6) and then the second lens removal two (2) weeks later. One of the two lenses was confirmed to have been explanted on (B)(6) 2015; however, the serial number of the lens was not provided. The patient's companion lens is scheduled to be explanted on (B)(6) 2015. It was reported that there were no complications. No further information has been provided. Patient has two lenses implanted. A separate MDR will be provided for the companion lens.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Device returned to manufacturer on: 08/11/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was indicated that one of the two lenses was explanted on (B)(6) 2015. The serial number of this lens is not known. One of the two lenses was explanted on (B)(6) 2015; however, the serial number is not known. (B)(4). A review of the manufacturing records was performed. There were no non-conformances with respect to the final product release process. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints related to the production order revealed that no other complaints for this production order were received to date. During the manufacturing record review no non-conformances or assignable cause was identified. The documentation showed that the lens and production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.